Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump received an replace battery now and power loss alarm. The customer¿s blood glucose level was unknown. Customer stated that the auto mode readiness screen. Customer advised to monitor the insulin pump as status will update once the 48-hour warm up period completes and to monitor insulin pump and call back as needed. The insulin pump will not be returned for analysis.